Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing and asystole for > 2 seconds was noted on this right ventricular (rv) lead. It was suspected that the lead was fractured or had insulation damage. The lead was surgically abandoned and remained in the patient. No additional adverse patient effects were reported.